Event description:
It was reported that during a procedure the retention suture was not tight enough, when the surgeon implants the device anchor came off from the end of the inserter, another bone hole was drilled to complete the procedure. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported 4.5 footprint ultra pk anchor assembly, used in treatment, will not be returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the anchor came free from inserter due to the retention suture not being tight enough. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: retention suture inadvertently loosened during threading of base anchor suture. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.